Manufacturer narrative:
On 14 july 2017 the r&d project manager checked the picture of the explants commenting as following: the image was checked. It is not possible to determine the root cause of the event as no information can be obtained from the image. Batch review performed on 26 july 2017. Lot 166418: (B)(4) items manufactured and released on 21 february 2017. Expiration date: 2022-02-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot. On 2nd august 2017 the r&d project manager made the following analysis on the retrieved explants: the pieces were checked. It was noticed a total presence of coating on all the surface of the stem, indicating a non correct bone integration with the patient, except in the gruen zones 2 and 3 where it was noticed the presence of some fibrotic tissue that indicated a partial bone integration. The small and light scratches on the neck make suppose an easy extraction of the stem during the revision surgery. The ceramic ball head showed only big signs most probably occurred during the revision. From the received pieces it was not possible to determine the root cause of the event.

Event description:
The surgeon revised the patient 1 month after primary for a great trochanter fracture causing hip pain and instability. He changed the head and the stem because of the instability of the hip and he performed a cerclage to stabilize the fracture. The surgery was completed successfully.